Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r57u98. Investigation summary: the analysis found that one pcee60a device (a) was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An gst60d cartridge reload was received partially fired 1/3 and with damage on cartridge deck. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the motor sound became weak and the knife stopped suddenly at a half on the way of the 2nd firing of feea. The device was used on the colon. The manual override lever was used to release the device. The knife reverse switch was not used. Then, 2nd device loading 2nd cartridge was fired on the continuation place of the target tissue where the first device stopped. But, the same event occurred at one third of the way of the firing. The manual override lever was used to release the 2nd device. The target tissue was not thick and not stiff. The jaws did not clamp any hard objects since there was no hard objects around the target tissue. There is a possibility that the battery has a problem. Another device was used to complete the case. There were no adverse consequences to the patient.